Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The information was requested the following was obtained: please advise how many pulled off? Two sutures pulled off are samples available for return? And there are no samples available for return. They were discarded. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown surgery on (B)(6) 2018, and suture was used. During the procedure, the needle fell off. No additional information was provided. There was no patient consequence reported.